Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, it was discovered, that the distal end of the device was cracked. The customer's originally reported issue of instrument channel leakage was confirmed. The following additional findings were also noted: loss of water tightness; due to instrument channel damage. A review of the device history record found, no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred, due to the wrong handling methods of the facility. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): [warning] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer, that their evis lucera ultrasound gastrovideoscope exhibited, leaking from the instrument channel, during a leak test. Upon inspection and testing of the returned unit, it was discovered, that the distal end of the device was cracked. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.